Manufacturer narrative:
This report is being supplemented a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling forceps glue was caused by an excessive force applied, e.g. Roughly rubbed or hit, at the time of carrying, storing, performing or cleaning the device. Following the instruction manual may have prevented the defects: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." As a result, the event was likely caused by user handling.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, it was noted that there was leaking from ground port. Evaluation is ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
This device is a loaner returned for inspection. At the time of estimation, the issue of forceps peeling glue was observed. There is no reported harm to any patient.